Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine was not turning on and the 5y3 printer was not functioning. A reboot of the machine was performed, but the issue persisted. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was not working. A field service engineer (fse) found that the printer motor was damaged and getting hot. The new printer needed to be installed. The fse reseating the cables did not resolve the issue. The fse replaced the printer module, and after replacement, the printer printed successfully. Additionally, fse checked all lights cleaned debris. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine was not turning on and the 5y3 printer was not functioning. A reboot of the machine was performed, but the issue persisted. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.